Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). No com plaint received with return of device. Failure (event) observed during analysis. Analysis found external abrasions at 11cm to 11.3cm and 12.7cm to 12.9cm from the connector pin, due to friction with the ICD can. Etfe coating on one of the rv cables was abraded.